Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The technician adjusted/aligned the button on the IV pole and the device was returned to service. Review of the device service history and a previous related complaint confirmed that the IV pole safety collar was installed prior to the reported incident. The device serial number history report indicates one further related issue that has been reported for this device. One year of service history was reviewed for this device with one similar issue related to the reported condition identified. Correction: the service technician adjusted the button on the IV pole. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The technician adjusted/aligned the button on the IV pole and the device was returned to service. Review of the device service history and a previous related complaint confirmed that the IV pole safety collar was installed prior to the reported incident. The device serial number history report indicates one further related issue that has been reported for this device. One year of service history was reviewed for this device with one similar issue related to the reported condition identified. Correction: the service technician adjusted the button on the IV pole. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the need for an IV pole button adjustment.